Manufacturer narrative:
No patient demographics were provided. Telephone: (B)(6). Bec field service engineer (fse) was dispatched to further investigate the issue. The fse checked all settings and cuvettes on the beckman coulter au2700 clinical chemistry analyzer. The fse could not find any issue with the analyzer settings. The fse performed some precision study on several patient samples. This beckman coulter au2700 clinical chemistry analyzer is failing the precision claim for dbil when heparinized samples are tested. The customer's other au instruments are performed as intended and are not affected by this issue. This is an analyzer specific issue isolated to one beckman coulter au2700 clinical chemistry analyzer at this customer's site.

Event description:
A customer in france reported to beckman coulter (bec) the generation of three (3) erratic results for direct bilirubin (dbil) on a beckman coulter au2700 clinical chemistry analyzer. The erroneous patient results were reported outside the laboratory. There was no report of a change to patient treatment in connection with this event. The customer stated that all quality control (qc) were within laboratory specifications before and after running the patient samples.

Manufacturer narrative:
A team of field service engineers and applications specialists visited the customer multiple times performing variety of tests and studies involving serum and plasma patient samples, evaluating instrument and reagent performance. All results were acceptable and the failure mode was not identified. The analyzer and reagent performed within manufacturer claims. The cause of the issue is unknown.